Event description:
(B)(4). It was reported by the consumer that the unknown model and serial number mechanical wheelchair left side wheel frame was broken at the weld. There was no patient injury reported.